Event description:
It was reported that patient incision was not healing well at the ipg site (manufacturer report number (B)(4)) patient was treated with multiple rounds of antibiotics. As such, to address the issue patient underwent surgical intervention on (B)(6) 2022, wherein the pocket was relocated to other side. No product was explanted and patient was stable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.